Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Bulge and aneurysm are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent bulges. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device was experiencing their ipp device bulging during inflation. There was an aneurism on the right side of the cylinder because the outer layer of the implant broke, but the inside was still inflating. The physician removed and replaced the cylinder and pump through replacement surgery, but the original reservoir was kept and refilled with new normal saline. The patient fully recovered, and there were no patient complications reported.